Event description:
Trauma pt admitted to ICU; md concerned about air in vena cava, possibly from r groin introducer line flushed (sideport), but when aspirated, only air returned. Finger placed over insertion port of introducer-stopped air from being aspirated into line. Blood return now noted with aspirating. Line flushed, insertion port taped off, line not used further and eventually d/c'd. No adverse outcome to pt. Ref MFR # 1036844-2014-00019.